Event description:
Physician was performing a bhr birmingham hip resurfacing - and used a #21 blade on a long handle to reclose a ligament within a capsule, using a sawing motion and a torquing motion, which snapped the blade into 2 pieces. All pieces were retrieved. Would like to make sure blade was not defective.